Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.133.103s, synthes lot #: 91p9416, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 08 mar 2021, expiry date: 01 mar 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for right acetabular fracture. When the surgeon was using the drill bit in question, it broke. The doctor commented that the breakage occurred because the surgeon used the drill bit in a slight excessive direction and the drill bit got bent. The broken part of the drill bit remained in the body, but it was removed by a radio pliers. It took about ten (10) minutes to remove. A small amount of bleeding occurred due to removal of the broken part of the drill bit. It was confirmed by x-ray that no fragments remained in the patient. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) 2.5mm drill bit qc 170mm ster 80mm calibration. This is report 1 of 1 for (B)(4).